Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not achieve hemostasis as bleeding was observed at the puncture site after plug deployment. Manual compression hemostasis was performed. There was no reported patient injury. The device was used for vascular closure following a procedure. The operator had extensive experience using the device. The device will be returned for evaluation.